Event description:
Reportedly, during a surgical procedure, a stapler was closed and when the surgeon pressed the fire button the stapler did not fire. Reportedly, the stapler was replaced, removed from service, and the procedure was completed. No patient harm was noted.